Event description:
One cryocyte freezing container ruptured when removed from liquid nitrogen storage. Some cells were discarded at the time of the event, but sufficient back up cells were on hand for transplantation. The pt was not effected by this event. The container was disposed of at the time of the event and was not available for evaluation. The site does not use vapor phase transitioning for the cryocyte containers as recommended in the labeling distributed with the product. The baxter qa japan representative who spoke with the site indicated an imcomplete seal may have attributed to liquid nitrogen ingress into the container during cryopreservation. In-house testing has shown that breakages are most likely due to the ingress of liquid nitrogen into the container during cryopreservation. The doctor was re-instructed on details for sealing, storage and handling of cryocyte containers.